Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that sensing had decreased and there was intermittent stimulation. Diagnostic imaging was performed and confirmed that the ventricular lead was dislodged. A lead revision procedure is anticipated. The patient was in stable condition.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the lead was revised. The patient was in stable condition.